Manufacturer narrative:
The insulin pump was monitored and the threshold suspend alert functioned properly during our testing. The insulin communicated properly with glucose sensor simulator test. No unexpected excessive no delivery alarm or blank display noted. The insulin pump passed self test, displacement, rewind, basic occlusion and excessive no delivery alarm tests. All operating currents are within specification. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump received a no delivery alarm and then a blank display screen. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue but the black display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.